Event description:
On [date redacted] patient underwent a left knee acl, allograft with posterolateral corner reconstruction and anterolateral ligament reconstruction. During the procedure, a nitinol wire was used to place a screw. A knee x-ray was obtained on [date redacted] identified a 3cm radiopaque linear metallic structure projecting over the posterior soft tissues of the knee. The object, retrieved on [date redacted], is a piece of a nitinol wire retained in patient's posterior knee.